Event description:
Patient reported was in the hospital for several weeks and he got out this past weekend. No additional details provided. Freq: inject 1 syringe intra-articularly into the right knee weekly for 3 weeks.